Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during lap lar (low anterior resection). While on the first firing (rectum resection) the devices (handle and reload) were used. On the attempt to work on the tissue, the device's jaws did not open properly thus could not clamp the tissue. There was no patient injury.